Event description:
With pt in or#10, on surgical table and under anesthesia, or nurse began adjusting the positioning of the surgical light. The cupola slid off the spring arm and began to fall. The nurse was able to control the fall and protect the pt, however, during the descent, the cupola did strike one nurse in the hand, giving her a bruise. No adverse events for the pt were reported.